Event description:
It was reported that when using the bd pyxis¿ medstation¿ es access was requested for a nurse whose fingerprint rarely worked. The customer reported loss of access after changing the encompass password following the software update; password authentication is required as biometric identifier authentication is not functioning reliably. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer internally. The system functioned as intended after the customer resolved the issue.